Event description:
Per the clinic, the patient underwent a skin revision (date not reported) for debridement of granulation tissue and skin overgrowth around the abutment site. Infection was reportedly present at the time of the procedure and the patient was prescribed oral antibiotics (type, dosage, and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.